Manufacturer narrative:
Correction g3: date received by MFR: should be 09/22/2025 and not 09/29/2025 that was initially reported.

Event description:
During evaluation of a returned spectrum pump, the device's power/zero/period buttons were not functioning. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. During evaluation, the device's power/zero/period buttons were not functioning. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The cause was identified to be failed keypad which requires replacement to address this issue. Should additional relevant information become available, a supplemental report will be submitted.